Manufacturer narrative:
Investigation pending.

Event description:
Customer reported discrepant results: (B)(6) 10, inratio: 3.8, lab: 2.8. On (B)(6) 10, inratio: 3.7, lab: 2.8. On (B)(6) 10, inratio: 4.0, lab: 2.6.